Event description:
A review of a literature article, "robotic gastrectomy: can it be implemented without compromising the results?" Was performed. This was a retrospective study on a prospective data registry involving patients who underwent radical gastrectomy (total or distal) for gastric adenocarcinoma utilizing the da vinci xi and x robotic platforms between october 2020 and march 2024. The article noted that during the da vinci surgeries, intraoperative transfusions were required in 2 patients and 1 patient underwent a conversion to open surgery. Postoperative complications occurred in 17 patients. Surgical reinterventions were necessary in 5 cases due to suture leakage, acalculous cholecystitis (1), iatrogenic gastric perforation (1), and evisceration (1). Also, 1 patient was readmitted within 30 days due to a postoperative complication. There were no specific da vinci device malfunctions reported, and no indication that intuitive surgical, inc. (Isi) products caused or contributed to any adverse event. Isi made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. A system log review was not performed since there is insufficient or unconfirmed event information. Citation: luna, a., perez-romero, n., rebasa, p., adell, m., montmany, s., cidoncha, a., herrero, c., & mora, l. (2025). Robotic gastrectomy: can it be implemented without compromising the results? Journal of robotic surgery, 19(1). Https://doi.org/10.1007/s11701-024-02206-z. Clinical article patient demographic information: age median (range) 70.5 years (48¿81). Gender: female 21 (robotic), male 21 (robotic).